Event description:
It was reported that post implant the leadless implantable pulse generator (ipg) was unable to be interrogated with two separate mobile programmer applications. It was noted that connection was made and the light turned green, however the interrogation stopped at around thirty-five to forty per cent of the progress. Troubleshooting steps were advised in an attempt to resolve the issue. It was further reported that once the thick cable that comes in the smartsync programmer was used, interrogation was successful on the leadless ipg. Performance data from the mobile programmer application was received and it was determined at analysis that the mobile programmer application lost connection. No patient complications have been reported as a result of this event. Application version: 4.2.3 host tablet os version: 18.5.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application was unable to interrogate the leadless implantable pulse generator (ipg) was confirmed. It was also determined at analysis that the mobile programmer application lost connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.